Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a late stent thrombosis occurred. The physician implanted a taxus express2, unknown size, drug eluting stent to an unknown vessel. No patient injuries or complications were reported. Approximately 2 years later, the patient presented with late stent thrombosis. Additional information regarding this event is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. As the batch number is unknown, a review of the manufacturing records could not be carried out. The root cause is determined to be anticipated procedural complication due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.